Manufacturer narrative:
(B)(4) device evaluated by MFR.: the device was not received for analysis. The manu.facturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 4.00x38mm synergy ii drug eluting stent was advanced; however, upon delivering the device through the guide, it was noted that the shaft got broken. The device was completely removed and the procedure was completed with another 4.00x38mm synergy stent. No patient complications were reported and the patient's status was fine.